Event description:
It was reported that the patient experienced scrotal pain leading to the procedure. The patient could not inflate or deflate device due to the pain but there were no device performance issues. A surgical procedure was performed in which the existing inflatable penile prosthesis (ipp) was removed and a new tactra penile prosthesis was implanted. The patient did not experience any further adverse events or complications following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure in which the existing inflatable penile prosthesis (ipp) was removed and a new tactra penile prosthesis was implanted due to unspecified reasons. No information was provided about the patient's outcome.